Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing.

Event description:
It was reported the patient's lead site has an opening and discharge and the area is tender to the touch. The physician opened, irrigated and re-sutured the site. Antibiotics were prescribed.